Manufacturer narrative:
During further evaluation, it was observed that a CAPA was initiated to look into assembly issues. The heat was caused by the bevel gear not being fully pressed onto the drive input shaft due to improper assembly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device run at 104 degrees which exceeded the operational temperature specification (103 degrees), the bearing was not fully seated on the shaft causing the gears to bind, also observed excessive lubrication inside the device. The issue with the bearing not being fully seated on the shaft which is consistent with improper assembly, therefore, the reported condition was confirmed. The assignable root cause was determined to be due to presence of excessive lubricant inside the device caused by failure to follow directions for use. The issue with the bearing being not fully seated on the shaft is consistent with improper assembly. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 2 of 2 of the same event. It was reported that during a cervical spine surgical procedure, it was observed that attachment device overheated during use. According to the reporter, the user attempted to use a different attachment device which heated up as well. There was a two minute delay to the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.